Event description:
The user facility reported the table top shifted during a patient procedure. No injuries or procedural delays or cancellations were reported.

Manufacturer narrative:
The table was returned to steris where further evaluation revealed the table's hydraulic manifold was not checking the hydraulic flow internally. The hydraulic hoses were adjusted and the previously observed condition was resolved. The issue is indicative of foreign particles within the hydraulic system. The presence of these particles prevented the table's manifold valve from properly seating, thus causing the reported table condition. The table's hose connections were repaired and the system flushed to remove the presence of foreign particles. After the repairs were completed, the table was tested and the reported table condition was resolved.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the table, and identified an issue while articulating the table. The table was removed from service and replaced with a new surgical table. The table has been sent to steris for evaluation. This investigation is currently in process. A follow up report will be submitted when additional information becomes available.